Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt has an unexpected postoperative refraction of -0.75, but happy with vision. In a follow-up, the surgeon reported there were no medical or surgical interventions performed to treat the event. In his opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 08/31/2011 by fax and mail. A completed questionnaire was received on 09/16/2011. (B)(4).